Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports a red raw area of his peristomal skin from 500-700 o'clock which extends outward approximately 1mm, and this area bleeds a small amount when he cleanses his peristomal skin. He changes his wafer every 4-5 days. He uses ivory soap to cleanse his peristomal skin. He applied stomahesive powder to the red raw area. Instructed on crusting with stomahesive powder and protective barrier wipes or water. Recommend a moldable convex durahesive skin barrier. Instructed if area worsens or does not improve to call back for additional instructions.